Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the observed damage was attributed to stress, however, a definitive root cause could not be established. It is likely the following led to the malfunction: because seal & cut output was performed while thick hard tissue was gripped at the gripping tip, the probe and tissue pad came into contact at the rear end of the gripping section, causing the tissue pad to wear. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the thunderbeat's insulation pad exhibited severe wear. There were no reports of patient involvement.